Event description:
It was reported there was a loss of therapeutic effect. The patient's implantable neuro stimulator (ins) had been shut off for close to a year because it had not been helping with the patient's pain. It was noted the device took care of 40 to 50% of their pain at first. Patient had not been able to move for several hours after getting up in the morning and could not get up and move around the house. The device had worked for 5 to 6 months post operatively but the patient had "problems ever since". It was noted the patient had a fall 2 to 5 months after their implant. Device was recently checked and x-rays showed the lead had moved. Patient believed the lead movement was due to their previous fall. It was noted when the patient had stimulation on it was felt 75% in their stomach. Follow up reported impedances were checked but the results were unknown. No interventions have been taken or planned. It was noted patient was not receiving effective therapy but it was noted it was believed the patient was going to see their implanting physician.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752, serial# (B)(4), product type: recharger; product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).